Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties and stent damage occurred. The 90% stenosed target lesion was located in the calcified right coronary artery. The lesion was predilated with a 2.0x15mm apex coronary balloon inflated to 14 atms. Next, a 2.5x20mm promus element stent delivery system (sds) was advanced on a pt2 guide wire but the sds could not cross the lesion. The stent got caught in the bend of the proximal part of the rca. The non-bsc guide catheter was inserted to the proximal part of the stent and the system was removed as a unit. Outside the patient it was noted that the proximal part of the stent was damaged. There were no patient complications and the procedure was completed with another of the same device. The patient's current condition is listed as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer. A visual and microscopic examination of the returned stent delivery system (sds) revealed stent damage. The struts in the middle to the proximal end of the stent were misaligned. There were kinks along the entire length of the hypotube shaft. Further examination of the balloon and tip sections of the device revealed no damage. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that after predilating with the apex balloon, the stenosis in the rca was reduced to 50%. Once the promus element sds and guidewire were removed from inside the patient, the devices were separated. The same guidewire was used with a shorter unspecified sds however it was not possible to delivery the shorter stent. The patient was sent for CABG.

Manufacturer narrative:
(B)(4)